Event description:
It was reported that the programmer displayed an error message when ending a session with a patient. The caller cycled power and the error cleared, but it occurred again when ending a session with the next patient. Again, the error cleared when power was cycled. Technical support (ts) suggested the caller contact their local sales representative to get the service disk ran, as that should clear the error. The disk did not clear the error and the programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).